Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the tip of the pulsavac came off during surgery. The tip did fall into the patient's wound, though it was removed with no reported procedure delay nor consequence or impact to the patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures identified could not determine if the tip fell off. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to the locking ring being at the low end of specification. The event cannot be confirmed.

Event description:
There is no additional information.